Event description:
Caller reported a discrepancy between the displayed time and the actual time on the pump, exceeding five minutes. Blood glucose levels were not adversely impacted as previous settings did not result in extreme levels. Customer received assistance from cts to update pump time and was advised to monitor and check for reoccurrence of the issue, which was understood and acknowledged by the caller.